Event description:
Noise was noted on the rv lead causing multiple shocks. The impedance on the lead increased to over 2000 ohms and sensing has large variation in amplitudes. The lead is scheduled for removal on (B)(6) 2011.